Event description:
It was reported that the pump intermittently timed out sooner than the 120 seconds the pump time out setting was set to. Customer's blood glucose level was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.